Manufacturer narrative:
Please note that the following device code also applies to this complaint: 2284 the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the technologist attempted to remove the indigo system aspiration catheter 8 (cat8) from its packaging; however, the metal piece that holds the cat8 angled tip did not allow the cat8 to be withdrawn and ended up splitting the distal portion of the cat8 in half. The cat8 broke prior to use and therefore, was not used in the procedure. The procedure was completed using a new cat8.

Manufacturer narrative:
Operator of device was incorrectly reported on the initial MFR. Report and is being corrected on this follow-up #1 MFR report.